Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with complaints of pain in the implant site. Upon interrogation the lead safety switch (lss) was noted to have triggered for the pacemaker and another manufacturer's right atrial (ra) lead due to a high out of range pacing impedance measurement of greater than 2000 ohms. The lss changed the polarity of the lead from bipolar to unipolar. The out of range impedance measurement was from two months earlier and all other impedance measurements were within range. The pain resolved after programming back to bipolar. Further review found inappropriately stored atrial tachy response (atr) episodes due to myopotential oversensing and the ra output was set to auto at 5.0 volts. During the interrogation the ra lead exhibited good threshold measurements. Boston scientific technical services (ts) was consulted and discussed that when lss is triggered it puts pacesafe into suspension at two times the last successful threshold measurement. At this time the physician has opted to continue to monitor the patient. The pacemaker and ra lead remain in service and no adverse patient effects were reported.